Event description:
A customer reported level I quality control (qc) is fluctuating for luteinizing hormone (lh ii) lot d113929 on the aia-900 analyzer. The customer initially received a result of 8.7mlu/ml for level I with bio-rad lot# 40421(acceptable range is 0.8 to 1.4mlu/ml), the customer repeated the testing and subsequently received a result of 2.4mlu/ml, still above expected range. The level ii and iii qcs were both in range and no fluctuation with results. The customer made fresh qc and calibrated twice, but error persisted. Technical support specialist (tss) verified the customer was following the proper calibration procedure and instructed the customer to perform a decontamination. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), and progesterone (prog ii) . There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer conducted a site visit and confirmed the reported issue by running quality control (qc) for luteinizing hormone (lh ii). The fse performed a decontamination on the analyzer and ran calibration for lh ii, then verified the analyzer was operating as expected by running quality control with results within acceptable range. No further action required by fse. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10614202. There were no other similar complaints found during the searched period. A 13-month lot history review through aware date of event for similar complaints was performed for lot d113929. There were no other similar complaints found during the searched period. The st-aia pack lh ii analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The most probable cause of the reported event was due to biological contamination.